Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Unknown implantable tachy lead (B)(6) 1990. (B)(4).

Event description:
It was reported that the right atrium (ra) lead was experiencing rising impedances over time. Threshold and sensing is "ok" and there are no signs of oversensing. The lead remains in use and will be followed. There have been no patient complications asa result of this event.